Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak where the catheter meets the hub of the bifurcation was inconclusive due to the sample condition. One 24fr power-trialysis catheter was returned for investigation. The implicated product was a 15cm powertrialysis. The catheter exhibited evidence of use. Blood residue was observed around the rotatable suture wing. The venous and arterial extension legs were discolored. A yellow injection cap, which was not included in the catheter kit, was attached to the blue venous connector. A functional test revealed no leaks in any part of the power-trialysis catheter. The only leak observed was in the yellow injection cap. Fluid was leaking at the interface between the clear threaded portion of the injection cap and the yellow portion of the injection cap. Since the complainant provided a product code for a 15cm catheter and returned a 24cm catheter that didn¿t leak, the complaint was inconclusive. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the line was in less than 24 hours before it was found to be leaking where the catheter meets the hub of the bifurcation. The line was pulled and another 24 cm catheter was placed. The patient references two 24 cm catheters being placed, yet the product information provided for the first/defective device indicates a 15cm catheter; that inconsistency remains as no further clarification has been provided at this time. No patient injury indicated.